Event description:
It was reported that the pt was having pain and a rash at the site of their implanted device, and suspected a possible infection. Caller indicated there was no known accident or incident related to this complaint. Add'l info was requested.

Manufacturer narrative:
(B)(4).